Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23659. It was reported that the patient's leads are reading a high impedance after ipg replacement surgery (related manufacturer reference number 3006705815-2019-04149). As a result the patient will undergo surgical intervention on a later day to address the issue.

Event description:
Related manufacturer reference number: 1627487-2020-23659. The patient¿s leads were replaced and therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.